Event description:
Customer reported via phone call that their insulin pump was broken. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked lcd window, cracked case at the display window corner, broken battery tube threads, cracked reservoir tube lip, missing back address serial label and missing end cap sticker.